Event description:
It was reported that the device could not be interrogated with two programmers. It was also noted that the patient had received several shocks. The device was explanted.

Manufacturer narrative:
The device would not communicate due to a depleted battery. The device current drain tested normal while connected to an external power supply. Based on device's programmed and usage, a longevity calculation was performed; the battery longevity was normal. It is believed that the depletion was normal based on how the device was used in the field.